Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment not diagnosis. H10 additional narrative: b3: babhulkar, sushrut (2016) unstable trochanteric fractures: issues and avoiding pitfalls. Injury, int. J. Care injured, pp:1-16. D1,d2,d3,d4: this report is for an unknown proximal femoral nail antirotation 2 (pfna2) system. D4: (other number) UDI: unknown part number, UDI is unavailable. H3,h6: investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. H6: 3191 patient code, bade cut-out if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: babhulkar, sushrut (2016) unstable trochanteric fractures: issues and avoiding pitfalls. Injury, int. J. Care injured, pp:1-16. This study evaluates the treatment of unstable trochanteric fractures. 86 patients with unstable fractures were studied between september 2014 and november 2015. The age range was 23-87 years. Synthes devices were included in 2 groups with either dynamic hip screw (dhs) or proximal femoral nail antirotation 2 (pfna2) system. Complications included blade cut-out. This report is for an unknown proximal femoral nail antirotation 2 (pfna2) system. A copy of the literature article is being submitted with the medwatch. This is report 3 of 3 for com-277323.